Manufacturer narrative:
Calibration and patient data from the datalogs are consistent with the presence of a clot on (B)(6) 2017. Patient data between 11h57-14h38 on (B)(6) 2017 were affected by the clot, mostly na+ and cl-, and to a lesser degree ph and k+. The clot was found in front of the reference electrode, right next to the ph electrode. It is possible that the automatic clot detection using the ph electrode could have given an alert in this case. The root-cause is identified to be a clot due to coagel in front of the reference electrode. The corrective action is that customer uses the coagel detection on the abl800 analyzer.

Event description:
According to the complaint, sodium data was too high due to a clot in front of the reference electrode of the abl800 analyzer. Patient samples yield> 160 mmol / l on sodium. Thereafter, samples were not measured on this analyzer until the error was corrected. The day after, (B)(6) 2017, it turns out that results on k, cai, cl, ph, caiak and aniongap are also affected. There were 4 patients where the sodium result was high, these 4 patients were measured on another device that showed ok results. The last patient was known to have high sodium (160 mmol). The wrong data from the abl800 due to the clot did not have any safety impact on the patients. There is a function on the abl800 analyzer, which detects coagles / clots. But it was not activated, because they thought that better training could prevent clogging / clotting in the abl800 analyzer. It was found that there were coagles / spikes in front of the reference electrode. It was removed and reference membrane replaced, analyzer calibrated, and measured qc and all ok again at 2.30 pm.